Event description:
A customer reported to baxter (B)(4) that during therapy is was noticed that an aqualine blood line had a detached particulate filter in the venous/return chamber. Patient was involved but no patient harm was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed.